Event description:
It was reported that during the implant attempt, several attempts were made to pass the right ventricle (rv) lead through the safe sheath when the proximal end of the distal coil began to separate from the lead body. The rv ead was not used and a new lead was attempted. During the implant attempt of the second rv lead, the stylet would not pass more than two inches into the lumen. The rv lead was not used and a new lead was implanted. It was also reported that the patient's anatomy was very tight. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was found to be distorted. It was also noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that medical adhesive was applied within specification at the ends of the rv coil. (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was found to be distorted. It was also noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.